Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, jelly-like fibrin clusters were seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. The evaluation of the photo does not indicate the presence of fibrin. Furthermore, an evaluation of 100 retained samples did not identify any instances of additive defects. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, jelly-like fibrin clusters were seen inside of one tube. No adverse impact was reported regarding the patient or user.